Event description:
A call was rec'd - pt reports being diagnosed with fungal keratitis in 2004. Subsequently, medical records rec'd. One month earlier, pt was seen in the intensive care unit as a consult while hospitalized with complications postpartum. Hcp diagnosed a large central purulent corneal ulcer os, conjunctiva 2+ injected. Cultures were taken immediately and pt was started on tobramycin, cefazolin and homatropine. Pt improved and treatment was changed to tobramycin and vigamox. Over time, visual acuity improved os from 20/100 to 20/80. The central area of the ulcer was not quite healed and a plaque within the ctr of the ulceration was thought maybe due to the initial medications. The following month, pt was seen with an infectious corneal ulcer os and treated with tobramycin, zymar and homatropine. Pt was last seen two months later and hcp diagnosed a corneal scar that was stable - medial edge scar within 4mm central area. Two months earlier, pt was discharged from the hosp.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.